Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information was added to the following fields: h3, h4, and h6.the device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the events occurred due to a faulty optical fiber module, however, the definitive root cause of the faulty module could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed no image and had a scope communication error (e226). The issue occurred during maintenance. There were no reports of patient harm.